Event description:
It was reported the pt had fallen, and the stimulation pattern had changed. The sjm rep met with the pt and determined there were four invalid contacts, however these were not used in her program. An attempt to regain stimulation in the right leg was unsuccessful. An x-ray showed the lead had migrated. Follow up identified the physician planned surgical intervention to address the issue.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.